Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced over delivery of insulin and low blood glucose level of 50 mg/dl. The customer had not reported the symptoms. The customer states treated with drinking a sugar drink and eating cashews. Customer's current blood glucose value was 50 mg/dl. Customer reported that they get lows and highs and does not get alerted. Troubleshooting was performed. Customer states there was possible pump over delivery as customer stated they were low 3-4 times a day and mostly at night 50-70. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. The product was not returned for analysis.